Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; iol returned positioned incorrectly in the iol case. The iol is immersed in blood and solution. One haptic is broken/torn and is adhered to the optic surface with solution. The optic is torn/split (cut) and scratched/marked-rejectable. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
The sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) had a haptic torn off during implantation in a cataract surgery. The incision was widened and the lens was removed. Due to the absence of a backup lens, the patient was left aphakic until the next day when surgery was completed with another lens successfully. No patient harm reported. The reporter could not determine if the event occurred due to a product issue or a use error. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).